Event description:
It was reported that there was a pump problem. At the patient¿s last refill ¿yesterday or the day before¿ ((B)(6) 2015) they were not able to fill the pump because it was ¿filled¿ (this was later clarified to be a typo for ¿flipped¿). The reporter stated that the pump had been empty for two days. The reporter flipped the pump back and did a refill on the date of this report. The healthcare professional initially was not able to update the pump but after entering the 2ml low reservoir alarm volume it corrected the problem. The pump was used to infuse lioresal (baclofen). No intervention was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter, product ID: 8840, product type: programmer, physician. (B)(4).